Manufacturer narrative:
A sealed package of 100 unused accu-chek softclix lancets was provided for investigation. The product was received without the lancing device. 20 of the lancets were tested with a test lancing device (accu-chek softclix, lot bba068) at 11 different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. No malfunction could be observed. No further investigation was possible due since the lancing device was not provided. The 20 tested lancets were investigated with a microscope. No abnormalities could be observed in terms of the customer allegation.

Manufacturer narrative:
(B)(4).

Event description:
A doctor called stating that a patient tried using an accu-chek softclix lancing device prior to coming into the doctor's office and used 6 test strips in the process because she could not get a blood sample. The patient inserted a lancet into the device and it was seated properly. The patient replaced the dial cap of the device. She primed the device and fired it into the air to make sure it would prime and fire. The fired lancet protruded from the end cap of the device and did not retract. The patient then used the doctor's supply of coaguchek lancets to obtain a sample. No adverse events were alleged to have occurred with the patient. The patient discarded the affected lancing device due to the issue. The patient's product was requested for investigation and replacement product was sent to the patient.